Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer states that no product was saved. The customer complaint of secondary infusions not running could not be confirmed due to the product was not returned for failure investigation. The root cause of this reported complaint was not identified.

Event description:
Nurses have recently reported that their secondary infusions are not running. This has delayed antibiotic infusions. They are using ICU medical secondary set (model b3004h; lot 2339891 is in stock). They have used this set for a long time and are now having issues. No sets have been saved. There was no pt harm and no medical intervention was required. Customer stated that no add'l event or pt info is available.